Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022the patient stated he saw a value of 80 mg/dl displayed on his dexcom cgm prior to getting into his vehicle and soon afterwards suffered from a hypoglycemic event and had a car accident. The patient stated that his car was damaged but he did not suffer any bodily injury as a result of the accident. An ambulance was called during the incident and paramedics arrived on site to transport the patient to the hospital. A fingerstick measurement was taken while the patient was in the ambulance which read 23 mg/dl. The blood glucose value of 23 mg/dl was confirmed by a second measurement. The patient's dexcom cgm, on the other hand, was still reading 80 mg/dl in comparison. Paramedics treated the patient with a glucuose drip and gave him dextrose to consume; his blood glucose level reportedly rose to 45 mg/dl within minutes after receiving the treatment. At the hospital, the patient was admitted for observation. Another fingerstick measurement was taken which read 110 mg/dl; the patient's dexcom cgm read 185 mg/dl in comparison. The patient was still in the hospital at the time of contact the following day and reported that his sensor was removed by hospital personnel. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR additional information was received on (B)(6)2022. A correction is being made to include the full story. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2022. On (B)(6)2022, the patient experienced hypoglycemia and did not experienced any previous symptoms while the cgm was reading 80 mg/dl at 4:38 pm. Due to the hypoglycemia, the patient lost consciousness and was involved in a car accident, just before 5:00 pm. There were some cars damaged but the patient and the parties involved did not sustain injuries. An ambulance was called and the patient was taken to the hospital. While in the ambulance, a blood glucose reading was taken which was 23 mg/dl and the patient was treated with glucose drip and oral dextrose. Minutes after the treatment, the blood glucose increased to 45 mg/dl. The patient was admitted to the hospital for observation, the cgm was reading 185 mg/dl and the blood glucose reading was 110 mg/dl. At the hospital the patient´s sensor was taken off. There is no documentation about the treatment received at the hospital. The patient recovered and was discharged from the hospital on (B)(6)2022 at 3:00 pm. At the time of the report, the patient was very concerned as he could lose his driving license due to this event as the police was involved because of the car crash. At the time of the follow up contact with the patient on the (B)(6)2022, the patient reported that he has deleted the dexcom g6 app from his smart device and is now using 'his app' (the patient declined to provide further details). No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.